Event description:
It was reported that the reamer broke during nail implantation. A broken piece of the device remained in the pt femur.

Manufacturer narrative:
Device not returned. No eval will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.